Manufacturer narrative:
The agent reported revision surgery for infection. Complaint has been evaluated and is similar to report number 1644408-2023-00352; (B)(4), s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery full removal due to infection. Enovis' implants were replaced with spacers and cement.